Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center's entire screen displayed a b30 scope communication error. The issue occurred during receipt inspection. The intended procedure was a diagnostic gastrointestinal endoscopy. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus, and the event reported by the customer was confirmed. Based on the device evaluation; it was confirmed that when swinging the video connector of the endoscope, b30 was displayed. It was confirmed that the lock lever of the video connector socket was faulty. From this, it is presumed that video connector of the endoscope cannot be locked normally due to defect of the lock lever of the video connector socket, and from this, connection becomes unstable, thus when a bit of vibration or impact was added, communication abnormality with the endoscope occurs and b30 was displayed. However, the cause could not be established. Olympus will continue to monitor field performance for this device